Event description:
The device was returned for service. During service by baxter, broken doors with broken door latches on channels 1 and 2 were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported "pump 1 needs new door latch and door/pump 2 needs new latch" duing bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found broken doors with broken door latches on channels 1 and 2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.